Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the ins shuts itself off during the day. The patient reported they can feel a jolt when the ins goes off and then they start to feel pain in their back. They stated they will then use the patient programmer (pp) to turn stimulation back on and then again feels a jolt when it is turned back on. It was confirmed with the patient that by jolt, they mean a normal sensation of stimulation starting/stopping. The patient noted that this is sudden. The patient was redirected to a healthcare professional (hcp) to invite a manufacturer representative (rep) to their next appointment. No further patient complications were reported as a result of this event.